Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The foreign material was unable to be identified. There were no deformation to the nozzle and there were no obvious deviations in reprocessing. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, water tightness not maintained due to holes in the curved rubber, curved rubber adhesive part cloudy, air and water nozzles clogged, and the draining function is reduced, foreign object inside the nozzle, adhesive part of the lighting lens came off, bending angle insufficient due to elongation of the angle wire, play of the angle knob is out of the normal state due to elongation of the angle wire, flexible tube of the insertion section crushed, scratches on insertion tube, objective lens adhesion part cloudy, lighting lens adhesion part cloudy, scratches found on switch 1, suction cylinder scraped, forceps plug cap scraped, and paint peeling on the suction cylinder. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A user facility submitted a repair request to the olympus service center, for a gastrointestinal videoscope, leaking due to holes in the curved rubber. Upon inspection and testing of the returned device, foreign material was found clogged in the air/water nozzle due to insufficient cleaning. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no report of patient harm or user injury associated with this event.